Event description:
Treatment of a small unruptured saccular aneurysm (pre-coiled) measuring 7mm x 5mm located in the ophthalmic segment of the left ica (internal carotid artery). During the pipeline (4.00mm x 16mm) deployment, it was reported that balloon angioplasty was required to achieve full wall apposition (an option presented in the instructions for use, u.s.). No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).